Event description:
A journal article was submitted detailing a study which aimed to assess the security and efficacy of same-day discharge after manual compression in patients treated for lower extremity arterial disease (lead). After lower extremity arterial endovascular revascularization, the 5f sheath was retrieved and a manual compression for at least 10 min was performed to ensure end-of procedure haemostasis. 114 patients were prospectively enrolled in the study and 109 were analyzed according to a modified intention-to-treat analysis. Five patients were excluded because of the use of a 6f sheath during the procedure. One hundred and forty-two 5f stents were implanted including medtronic¿s everflex stent. Non-medtronic drug coated balloons were used in some cases. A compression dressing was performed in almost all the cases. Same-day discharge failed in 7 cases (6%). Five patients required a conversion to conventional hospitalization due to femoral puncture complications. One patient had reintervention for bleeding and pseudoaneurysm, 1 patient had repeated manual compression for pseudoaneurysm, and 3 patients had hematoma requiring manual recompression. For these 5 patients, the mean length of hospital stays was 4.6 ± 2.4 days. In the 2 other patients, an overnight follow up was required due to some discomfort for 1 patient and because of a too late discharge form the operating theatre in the other case. During the hospitalization stay, no reintervention was realized, and no major cardiovascular event was observed. Minor access related complications were noted in 4% of cases. There were 4 hematomas and 1 bruise that did not require reintervention, manual recompression, or hospitalization. After discharge, 5 rehospitalizations were noted. These rehospitalizations did not occur within the first 24hr after discharge and they were not related to the femoral puncture site. Among these 5 rehospitalizations, 2 were related to the index target lesions and 3 were not related to the index procedure (2 contralateral limb revascularizations, and 1 epistaxis). During the perioperative period, no major cardiovascular event, including death, was observed. After discharge, no additional complication at the femoral puncture site was noted. At 1 month of follow up, the clinical success rate was 86% and the patients were significantly improved in comparison to baseline according to the rutherford category. At 1-month, the tlr and ter rates were 2% and 0%, respectively.

Manufacturer narrative:
Ref: age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.